Event description:
The information received regarding the explanted device does not address the patient's clinical status but notes that during a follow-up visit, interrogation of the device displayed dashes (---) for most parameters. Attempts to reprogram and download were unsuccessful. The device was to be replaced at a later date when the patient no longer had an infection.